Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found in their inpatient room unresponsive. The patient was picked up by nursing staff and started having low flow alarms right after and then proceeded to go into full cardiac arrest. Log files were submitted for review. The event log file captured low flow alarm events on 23apr2026 at 02:33:17 pm and 23apr2026 at 02:33: 27 pm. It appeared that there were also a few momentary low flow events recorded. Some of those events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing those events.